Event description:
It was reported that "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first staple appeared to be misaligned. Upon functional inspection, the misalignment of the first staple prevented the remaining staples from firing correctly. The sample was disassembled. Die casting anomalies on the forming tool and flash in the cover block were discovered. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. An investigation within teleflex was opened by the manufacturing site to further investigate the issue of visistat 35r staplers failing to function properly. The investigation identified the flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".